Event description:
The 8 fr. 34cc iab ruptured. Blood was noted back into the pump. The iab was removed and a second iab was inserted. Datascope was notified that the pt's condition deteriorated after the rupture and the pt went on to expire from the event. On 8/30/01, datascope recevied the voluntary medwatch form from the user-facility; triage unit sequence # none and the following info was reported: the pt underwent a mitral valve replacement in 2001. Post operatively, the pt was critical but stable. On the evening of the event date, the nurse attending the pt identified blood in the iabp tubing, simultaneously, the pt's hemodynamics began to deteriorate. The surgeon was present, and ordered the balloon pulled. The balloon appeared to have ruptured. Attempts were made to stabilize the pt, including add'l balloon placement and opening the chest. However, the aorta was dissected and the pt expired. In 09/14/01, the following info was reported. The iab was inserted into the pt on event date. After iabp for 11-12 hours, blood was noted in the tubing. Iabp was discontinued and there was an immediate set-up for reinsertion of a new iabp. The pt continued to deteriorate and titration of vasopressors, open chest code, transfusion were initiated, but the pt did not respond and death occurred.